Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm and power loss alarm. Customer¿s blood glucose level was 210 mg/dl. Troubleshoot was performed for replace battery now alarm. Customer stated that they receive a low battery alert prior to the replace battery now alarm was not less than 10 hours from the low battery alert to the replace battery now alarm. The insulin pump will not be returned for analysis.